Event description:
It was reported that during a direct stenting procedure of a patient with an acute myocardial infarct, 90% stenosed, mid left atrium, the 3.0 x 38 mm xience prime stent delivery system (sds) was advanced outside the anatomy over a balance middleweight (bmw) guide wire and met resistance then became stuck proximally around 10 cm from the sds tip and the device could not be advanced nor withdrawn using force. It was noted that a blue plastic piece of nearly 3 mm remained on the guide wire. The sds was flushed from the stop of the stent which was not blocked. The guide wire was cut to avoid crossing the lesion with a new guide wire; the blue piece was removed and the xience prime sds was advanced and the stent was successfully deployed. Thirty-six (36) hours later the patient developed a stroke. There was no reported clinically significant delay in the procedure. No additional information was provided.

Event description:
Subsequent to filing the initial MDR, additional information was received clarifying that the stroke occurred 30 hours post stenting procedure. Additionally, the stroke was treated with the administration of intracranial thrombolytics into the left middle cerebral.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. It should be noted that stroke is listed in the xience prime instructions for use (IFU) as a known adverse event associated with coronary stenting. Additionally, the IFU states to pre-dilate the lesion with a percutaneous transluminal coronary angioplasty). Also, in the IFU, it states: prior to using the xience prime everolimus eluting coronary stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. Further, it states that applying excessive force to the delivery system can potentially result in loss or damage to the stent and / or delivery system components. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.no pre-dilatation, use after damage and excessive force.the customer reported the device was discarded. A follow-up report will be submitted with all additional relevant information.